Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) of a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the ins was ¿not working¿ and that it ¿won¿t hold a charge.¿ it was also reported that the patient couldn't charge. No symptoms or complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient was going to get a MRI to see if their discs had deteriorated. The patient noted that they had been having some problems and that they were having pain in their neck starting about four months prior to the call. The patient had to put their ins into MRI mode, but they couldn't because the ins was not charged. The patient noted that the last time they had successfully recharged their ins was over a year prior to the event. The patient noted that they had left their ins recharger in a different state and had not realized it until their ins was dead. The patient tried to recharge and was unable to and reported that they had not felt stimulation in over a year. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.